Event description:
Drill bit broke off during surgery.

Manufacturer narrative:
The drill has been returned and the top has been broken off. All pieces have been returned. The control of the device history file and the quality control documentation showed no deviation from the specification. Therefore the breakage occurred by accident as a statistic failure.